Event description:
The disposable loading unit was used with an instrument during a vaginal hysterectomy procedure. The staples did not lock. The surgeon applied another device and completed the procedure without incident.

Manufacturer narrative:
1/14/97- supplemental report #1 sent to FDA.